Manufacturer narrative:
(B)(4). An rx biopsy cap was received for analysis. A visual evaluation of the returned device revealed that only the biopsy cap was returned for analysis and the sponge was detached from the biopsy cap. The sponge was not returned. No other issues were noted. Based on the information available and the analysis performed, the most probable cause of the reported event is design inadequate for purpose due to problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. Corrective actions are in place to address this issue.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the sponge got pushed which caused it to detach and become stuck in the working channel of the scope. It was reported that a water-soluble lubricant was applied to the biopsy cap, prior to use. Reportedly, they were unable to dislodge the sponge from the scope channel; therefore, the scope was sent to its manufacturer for repair. The procedure was completed using another scope and a biopsy cap from a different manufacturer. There were no patient complications reported as a result of this event and the patient was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the sponge got pushed which caused it to detach and become stuck in the working channel of the scope. It was reported that a water-soluble lubricant was applied to the biopsy cap, prior to use. Reportedly, they were unable to dislodge the sponge from the scope channel; therefore, the scope was sent to its manufacturer for repair. The procedure was completed using another scope and a biopsy cap from a different manufacturer. There were no patient complications reported as a result of this event and the patient was reported to be fine.